Event description:
Dist reported a failed implant. No pt info was provided.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review of the lot history of the subject produce since product's lot number was not provided by the dr.'s office.